Event description:
It was reported by a medical technician that during inspection it was found that the device displayed the error message "pressure error". This error message appears 5¿8 seconds after the device starts up. Even following the troubleshooting steps for pressure errors (up to step 5) multiple times did not help; the system repeatedly shuts down and displays the error message. There was no harm for patient, operator or third party reported. No further information was received received.*** update 30-jun-2026 - further information was received:it was reported that during the knee arthroscopy, the device displayed the error message "pressure error". This error message appears 5¿8 seconds after the device starts up. Even following the troubleshooting steps for pressure errors (up to step 5) multiple times did not help; the system repeatedly shuts down and displays the error message. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.*** update 30-jun-2026 - further information was received:the surgery was finished successfully with the same pump was used anyway, as the error message was repeatedly dismissed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.